Manufacturer narrative:
Product analysis: kinks were evident along the hypotube. The mid-to-distal stent wraps were stretched distally on the balloon, bunched and deformed. The mid-to-distal balloon was slightly inflated. The most proximal stent wrap was deformed with struts raised. The proximal balloon folds were partially opened. There was slight deformation to the distal tip. The distal shaft was kinked 21.5cm distal to the guidewire entry port. Image review: review of the procedural images confirm the presence of a tight lesion in the right mid posterior descending vessel. There are no images showing pre-dilation of the lesion site. There are no images capturing the attempted delivery and subsequent withdrawal of the first resolute onyx device. (B)(4). Please note that this device resolute onyx is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
The physician intended to implant a resolute onyx drug eluting stent to treat a lesion located in the right mid posterior descending artery which was moderately tortuous, mildly calcified with 80 % stenosis. It was also reported that the right subclavian artery was tortuous. No damage was noted to packaging and no issues were encountered when removing the device from the hoop/tray. The device was inspected with no problems noted. Negative prep was also performed successfully. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device but excessive force was not used during delivery. It was reported that during positioning/ advancement of the device, stent deformation occurred. Struts of the stent were deformed in the catheter during advancement. The physician completed the procedure using another resolute onyx drug eluting stent. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.